Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The patient's mother stated that she had sprayed the patient's skin with mastisol and then applied sensor to the patient's abdomen on (B)(6) 2017. The patient's mother stated that two days after the sensor was applied the reaction was hives were found and the insertion site was itchy. On (B)(6) 2017, patient's mother took the patient to the dermatologist to receive treatment for the hives and was prescribed steroid cream, which was used to treat the affected area. At the time of contact, the patient was recovering. No additional event or patient information was provided. At time of contact the patient's condition was doing fine. No additional event or patient information is available.